Manufacturer narrative:
The insulin pump was received with cracked display window corner, cracked reservoir tube lip and missing end cap sticker. The pump had moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 177 mg/dl. The customer stated that she went into the pool for about 3 minutes and she can see condensation on the screen. The customer reported fluid under the lcd display. The customer stated that there were little cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.